Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ no information provided. Date of event: unknown, not provided. Implant date: unknown, information not provided. Explant date: unknown, information not provided. Initial reporter last name: unknown/information not provided. Email address: unknown/information not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye due to dissatisfaction with the patient's vision. No further information was provided.